Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the display was missing segments and the keyboard was out of specification.(B)(4).

Event description:
It was reported the epg (external pulse generator) was returned for field advisory repair. It was analyzed and tested out of specification. There was no patient involvement.